Manufacturer narrative:
Unit received with cracked/broken off end cap. Unable to perform any test due to cracked/broken off end cap.

Event description:
The customer reported via phone call the insulin pump had physical damage. The customer's blood glucose level was unknown at the time of the incident. Customer states they have cracks on their pump and broken off pieces. The insulin pump will be returned for analysis.